Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823114) was implanted on (B)(6) 2015 at 100mmh2o due to congenital hydrocephalus via ventirculoperitoneal (vp) shunt. On (B)(6) 2026, the device was explanted and replaced with catalogue #823114 due to shunt dysfunction. According to information provided, the specific valve malfunction is unknown. It is also unknown if the patient experienced any signs and symptoms due to shunt dysfunction.